Event description:
Event description guidant received information that this transvenous high impedance pacing lead exhibited elevated impedance of 1445 ohms, which has increased from 600 ohms at implant. This lead has been in service for approximately 4 years. In addition, this lead has exhibited noise, which resulted in a diverted episode. There were no reports of pacing inhibition associated with the oversensing. A guidant technical services (ts) consultant discussed that this lead is a high impedance lead, but suggested troubleshooting for a potential lead issue. The physician stated that he would bring the patient back to the office to perform the troubleshooting discussed with ts. No symptoms or patient complications have been reported.